Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact, the pull wire was in its original position on the distal tip of the pusher assembly. If the pod coil is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from the pusher assembly. The root cause of the resistance could not be determined. Further evaluation revealed kinks in the pusher assembly and an ovalization on the introducer sheath. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, while advancing the pod coil midway through the microcatheter, the pod coil unintentionally detached inside the microcatheter. It was reported that attempts were made to fix the pod coil but were unsuccessful. Therefore, the physician removed the microcatheter containing the detached pod coil. The procedure was completed using a new pod coil and a new microcatheter. There was no report of an adverse effect to the patient.